Event description:
It was reported that the subject device had a bump along the optics during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the fiber bonding in the outer tube area was damaged, and the protector of the video cable section was cut. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a bump along the optics was caused by the dent on the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.